Manufacturer narrative:
Reason for reoperation is capsular contracture baker grade unknown and rupture. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Regulatory agency reported unspecified side rupture, ¿implants hardened nearly straight away added surgery to try and bust the capsule¿, ¿very very calcified capsules¿ and ¿major inflammation¿. The device has been explanted.

Event description:
Patient later reported right side capsular contracture, baker grade ii or iii and chronic fatigue.